Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 2.749 mg/day via an implantable pump for spinal pain. The patient¿s medical history included chronic pain. It was reported that pseudomeningocele was originating from the entry site of the catheter into the thecal sac. The issue was noted as likely having occurred at the time of implant; a leak around the catheter site was indicated. It was noted that no diagnostic testing or troubleshooting was performed. Action taken included surgical removal and closure of pseudomeningocele. The catheter remained implanted. The issue was noted to have resolved at the time of the report ((B)(6) 2016). The patient was noted as having been without injury regarding their status at the time of the report. An hcp later reported that regarding the cause of the pseudomeningocele, they were unsure but it could be from a seroma but no evidence of a leak. Other medications (oral, etc.) That patient was receiving at the time of the event was unable to be obtained.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.